Event description:
Consumer called to report inaccurate readings with the bgm. Is now in the hospital with very high readings.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.